Manufacturer narrative:
Failure analysis results: vyaire medical visually inspected the blower module and found damages to the component. The reported issue was not able to be determined due to the damages on the component.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue during testing and evaluation. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit immediately shut down and went into a reset cycle when powering up. The unit was opened up to visually inspect and found that some components on the blower module were burnt. With a known good blower module installed, the unit passed 72.4 hours of extended bench testing, passed the initial final test, and the initial alarm volume test. Vyaire medical replaced the blower module the address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit powered off while connected to a patient. There was no report of any patient harm associated with this reported event.